Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer indicated via phone call that the sensor did not have a cannula when it was removed. The customer's blood glucose was unknown at the time of incident. Troubleshooting reviewed insertion techniques and advised that a replacement sensor would be sent to the customer and to return the product for analysis. No further details given.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. Found the sensor cannula was retracted inside of the sensor base; unable to confirm of the customer received the sensor in said condition due to the sensor was returned opened and used. A visual inspection was also performed on the introducer needle for burrs, hooks and dull needle tip defects and none were found; the introducer needle passed per specifications.